Event description:
It was reported that balloon rupture occurred. The 70% to 80% stenosed target lesion was located in the moderately tortuous and mildly calcified subclavian vein. A 16-4/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, on the second inflation at 5 atmospheres for 1 minute, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that balloon rupture occurred. The 70% to 80% stenosed target lesion was located in the moderately tortuous and mildly calcified subclavein vein. A 16-4/5.8/75 xxl esophageal balloon catheter was advanced for dilatation. However, on the second inflation at 5 atmospheres for 1 minute, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. A visual examination of the returned device identified traces of blood inside the balloon. The device was attached to an encore inflation unit and during an attempt to inflate the balloon, a pinhole leak was identified in the balloon material. The pinhole was located over the proximal edge of the distal markerband. A microscopic examination of the balloon material at the leak site could not identify any issues with the balloon material. An examination of the distal markerband did not find any issues which could potentially have contributed to the balloon pinhole leak. No kinks or damage was identified along the full length of the catheter shaft.